Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that "they had tried a transcutaneous electrical nerve stimulation (tens) unit on the patient and while it was on, used a pulse oximeter and heart rate had increased to the 90s". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.